Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: (identification of evaluation codes 10, 11, 3331, 3259, 4307). Method code #1: 10 - testing of actual/suspected device. Method code #2: 11 - testing of device from same lot/batch retained by manufacturer. Method code #3: 3331 - analysis of production records . Results code: 3259 - improper physical structure. Conclusions code: 4307 - cause traced to component failure. Visual inspection was performed on the returned sample. It was noted that the negative umbrella valve was miss-seated; it was pushed into the center part of the negative and positive housing cavity. Ops valves are subject to a 100% leak test, which includes five different tests the units are run through to ensure there are no leaks and both the umbrellas and duckbills are functioning properly. The returned sample was setup to be manually run through each of these tests to determine if the umbrellas were functioning properly and not allowing air to enter the valve. The sample was connected in a circular circuit and pressurized with a syringe to 3.5 psi while submerged under water to test the body of the ops for leaks. A leak was seen from the negative umbrella at .1 psi, and the valve was not able to hold pressure; therefore, the additional tests were unable to be performed. The duckbill valve was tested for opening pressure. The valve was set-up with negative vacuum/suction on the duckbill to check the opening pressure without manipulating the miss-seated negative umbrella valve. The duckbill opened within specification with 6 mmhg of negative pressure (the specification is 0-99 mmhg; positive or negative). This confirmed the failure mode as the negative umbrella valve. A retention sample from the same product/lot number combination was obtained and visually inspected; no anomalies noted. Additionally, the retention sample was manually run through each of the five tests to determine if the umbrellas and duckbills were functioning properly, all tests passed. These units are also 100% visually inspected both during the leak testing step and during packaging. It is possible that the unit was subjected to damage at some point after final release causing the negative umbrella to not be seated properly. It is possible for the valve to have been hit during use causing the damage to the umbrella valve. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on may 9, 2019. Upon further investigation of the reported event, the following information is new and/or changed: device evaluation anticipated by manufacturer ¿ a second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, the one way valve leaked and sprayed blood in the operating room. Blood loss of 25-30cc. Patient condition was reported as okay. Product was changed out. Procedure was completed successfully.